Manufacturer narrative:
An evaluation of the scd compression system was performed for the reported condition of, ¿power cord - exposed copper wire.¿ the unit was triaged and the customer¿s reported condition was confirmed. The root cause of the exposed copper can not be determined due to multiple contributing factors, i.e. The cord could have been cut when opening the package or cut from a sharp edge of the bed frame. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/7/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the unit is alarming. Upon triage at the covidien service center, the unit was found to have a damaged power cord with exposed copper wire.